Event description:
It was reported that this lead was explanted due to infection. A temporary system was implanted. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.